Event description:
It was reported that the implant at tooth site #15 was removed due to sinus perforation. Implant was installed using surgical guide. Pa confirmed that the implant perforated through floor of maxillary sinus. Implant was removed and replaced with a shorter implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Explant date unknown / not provided. K011028, k013227.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation. Visual evaluation of the as returned product identified the implant had bone debris on external threads. There was no damage, wear, or signs of malfunction that would contribute to the event. Measurement¿s match drawing, they were measured by using caliper (cal3845 due: aug 30, 2023). No malfunction was identified during analysis. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition was not noted on the per was the bone density type was unknown. The reported device was located on tooth # 15 (unknown dental notation system) and was implant and explanted on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1252141. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1252141 for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information and dimensional analysis, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.